Event description:
It was reported that a patient underwent an incisional hernia repair procedure on (B)(4) 2004 and mesh was used. The patient developed pain and redness around the incision site within the first week of being home. The second week, the bottom of the incision opened up and began to ooze a foul smelling yellowish, greenish pus. The surgeon prescribed antibiotics twice. The pus oozing continued and the patient was admitted with a fever of 104 f. Intravenous antibiotics were started. The patient was taken to surgery several times for debridement. The patient was discharged and re-admitted, then the mesh was removed. The incision was so deeply infected, it could not be closed. The patient was treated with antibiotics and sent home with nursing care and a wound vacuum pump. The patient was re-admitted to hospital with a white count of 16,000, underwent another debridement procedure and was given more antibiotics and home care. The patient remains with a huge concave in her stomach that still splits open at times. The patient still has pain and is not able to return to normal activities. The patient has gained (B)(6).

Manufacturer narrative:
(B)(4). Infection occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of (B)(4).